Event description:
An optometrist reported that a pt experienced a red, painful left eye while wearing focus night & day lenses. The pt presented in 2003 and was diagnosed with iritis, of unknown cause. The optometrist states incident is not related to contact lens wear. Treated with preforte & cyclogyl. No corneal infiltrate or infection was observed. No further info is available at this time.